Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The electrode has been heavily used and eroded. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation found the device displayed settings (1,7) when plugged in. Plasma and coagulation functioned on the remaining portions of the electrode. The resistance measured at 0.90 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) using the device as a lever to enlarge surgical site. (2) mechanical displacement of tissue through applied force. (3) activating the device above recommended settings for prolonged periods of time. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure, when super turbovac 90 was used, the metal electrode at the front end of the wand fell off. All pieces were removed from the patient using tweezers. The procedure was completed using a smith and nephew back up device. There was no surgical delay and no further complications were reported.

Event description:
It was reported that during a rotator cuff repair procedure, when super turbovac 90 was used, the metal electrode at the front end of the wand fell off after around 3 to 25 seconds of use. All pieces were removed from the patient using tweezers. The procedure was completed using a smith and nephew back up device. There was no surgical delay and no further complications were reported.